Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during cartridge loading, including confirmed cartridge alarm 30 with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support confirmed details, arranged replacement pump shipment, and instructed customer to place pump in storage mode, return problematic pump within specified time, and set up pump settings and continuous glucose monitor on replacement device.